Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The oversensing did not lead to any consequences or symptoms. The patient's device was reprogrammed on (B)(6) 2022. The patient was stable throughout the procedure.